Event description:
It was observed that during the device evaluation, the light source exhibited no image, only get colored bars. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, a correction to b5 due to an error in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, root cause was identified as a faulty scope socket, likely due to fatigue from repeated operation or corrosion on the electrical contacts led to the reported image issues. However, the specific cause of the faulty scope connector could not be definitively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source displayed only colored bars, no image. Unsupported scope was displayed, and there was an error code that started with an e. The issue occurred during receipt inspection. There were no reports of patient harm.